Manufacturer narrative:
Product analysis: the external pulse generator (epg) passed all incoming testing. Analysis of the log files revealed that the epg displayed an error message that indicates that the device performed as described in the field corrective action. Analysis also noted that the epg's clear cover was cracked. The firmware was updated and all found defective parts were replaced. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department in accordance with instructions affiliated with an ongoing field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.